Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited high out of range pacing impedance measurements. Review of lead measurements revealed the pacing impedance measurement is typically around 600 ohms with a few measurements around 1,900 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.